Event description:
Per the clinic, the patient reported a decrease in performance. The results of an integrity test (B) (6), 2010 indicated a device malfunction. Explant and reimplantation is planned, but had not taken place at the time of this report april 5, 2010.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device.this report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).